Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. Reportedly, the pump required multiple presses to activate the touch screen. Additionally, it was reported that the wake button required multiple presses with excessive force in order to illuminate the pump display. Troubleshooting was unable to be performed. Customer's blood glucose (bg) ranged from 32-410 mg/dl. Reportedly, the low bg of 32 was not due to the reported issues and was unrelated to the pump and supplies. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.